Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+ with bi leaflet prolapse and flail anterior leaflet. An xtw was inserted, but while positioning, an aorta hugger occurred. The clip was repositioned and grasping was performed. However, grasping and capturing of the leaflets were noted to be difficult. The clip was able to be deployed, but after deployed, a chordal rupture occurred. No additional clips were implanted and the mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no other complaints from the lot. All available information was investigated, and difficult or delayed positioning with the anatomy is related to patient conditions associated with an aorta hugger. Additionally, difficult or delayed positioning associated with grasping and capturing the leaflets appears to be related to patient morphology/pathology (bi leaflet prolapse, large coaptation gap and flailed anterior leaflet). Unspecified tissue injury appears to be related to procedural circumstances of difficult or delayed positioning associated with the anatomy (aorta hugger) and the leaflet quality. Tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.